Event description:
It is reported that the device was implanted in 1995, and revised in 2009, due to significant poly wear on the lateral side of the articular surface.

Manufacturer narrative:
No product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. The wear of the articular surface may be consistent with the duration of implantation, however, without additional info, a definitive cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.